Event description:
Event description boston scientific crm received information that during a lead revision procedure, this 4518/301809 left ventricular lead was explanted due to a lead fracture just proximal to suture sleeve. The intended replacement 4518/321961 left ventricular lead was attempted and removed due to placement difficulties. No adverse patient effects were reported.